Event description:
It was reported that this left ventricular (lv) lead exhibited jumpy impedance measurements noted from 400 ohms to 900 ohms and the intrinsic amplitude was out of range. The patient was seen in hospital due to massive gi bleed and needed the outputs to be increased. Technical services (ts) stated that the left ventricular (lv) lead was programmed ring to rv and most likely this was a spring contact, and they were sharing the same anode. The device does not have the enhanced header. Additional information received indicated that this lv lead exhibited loss of capture (loc) as seen on the presenting. Ts reviewed the strips and stated there was intermittent loc. The patient will be visiting the clinic for in person evaluation. This lead remains in service. No adverse patient effects were reported.